Event description:
Event: unresolved type I endoleak. Event narrative: the pt was reported to have narrow and tortuous iliacs, as well as tortuous, angulated and ectatic superior neck. Access was achieved through the external iliac artery. An angiogram demonstrated a type I endoleak at the superior attachment system that was not able to be resolved with ballooning. The pt was released from the hospital and will be monitored by the physician.